Manufacturer narrative:
Suspect product: lot number 963/1. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient juvéderm® voluma¿ with lidocaine. Five months later, the patient was injected with more juvéderm® voluma¿ with lidocaine. The patient experienced ¿facial edema unilateral, granuloma and inflammatory nodules¿ and ¿late inflammation.¿ biopsy was not provided. Patient was treated with antibiotic, hyaluronidase and corticoids. Event status is unknown. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00060 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.

Event description:
Additional information reported patient sometimes have problems with the vision that it be due to corticosteroids. Patient also presented with induration in right cheek, pain, edema in lower eyelid, and mild erythema. Patient continues with ciprofloxacin and zammene. 10 months after first symptom onset, a white nodule in right lower eyelid was punctured and drained with white pustule; sent for culture and result was not provided. Five days later, the palpable painful nodule was extracted a small hard nodule like a calcified clot. Patient was treated with hyperbaric chamber.